Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash after contact of gel from the electrode belt. Reporting out of an abundance of caution. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.